Event description:
This balloon appeared to be split before it was even inflated. The balloon appeared to be split longitudinally. The age and gender of the pt is unk. The target lesion was the superficial femoral artery (sfa) (side unk). The vessel had moderate calcification, and was not tortuous. The length of the lesion was 40mm and the vessel diameter was 6mm. The product was properly inspected and prepped prior to use and no anomalies were seen. The physician made access to the pt in the femoral artery and a 6fr sheath was inserted. A .035 guidewire was used to access the lesion. The balloon was inserted and advanced to the lesion, without difficulty. The physician did experience some difficulty crossing the lesion with the balloon, but was able to get the balloon into position. The physician attempted to inflate the balloon with a 10cc syringe, but the balloon would not inflate. It is noted that there was never an acute bend of the balloon catheter during the procedure. Therefore, the balloon was removed from the pt and another balloon was used to successfully complete the procedure. Upon inspection of the balloon following the procedure, it appeared that the balloon had split longitudinally. There was no report of balloon burst or separation. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing, however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.